Event description:
It was reported on (B)(6) 2025, a 25mm navitor vision valve was selected for implant. During the procedure, on second deployment the patient went into ventricular standstill and required pacing. A temporary pacemaker was inserted. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). The temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of ventricular standstill and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported ventricular standstill could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as temporary pacemaker was placed, and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. During the procedure, on second deployment the patient went into ventricular standstill and required pacing. A temporary pacemaker was inserted. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). The temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring.